Event description:
New information received indicates that this lead was surgically abandoned and replaced.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited decreased sensing, high out-of-range impedance measurements and high threshold measurements. There as also oversensed noise but no inappropriate therapy. An x-ray confirmed lead fracture near the area of the suture sleeve. Surgical intervention was performed and attempts to extract the lead were complicated by helix issues and the fact that the ra lead had adhered to the left ventricular (lv) lead. Attempts were made to stabilizing the lv lead and extract the ra lead without success. The ra lead was instead capped and the procedure was cancelled. The patient will be rescheduled for another procedure to try a right sided implant with tunneling to the left pocket however this procedure has not yet been scheduled. The patient is not pacemaker dependent and besides surgical intervention, there were no adverse patient effects.